Event description:
This is an adverse event recorded on a case report form as part of the (B)(6) pt registry. The pt was retrospectively enrolled with 17 cm of barrett's esophagus. Two months post radiofrequency ablation (rfa) procedure, the pt presented with a stricture that was subsequently dilated. A stricture was then noted eight months post rfa, which was also dilated. Per the physician, the severity of the event was severe, the relationship of the event to the device procedure was definite but there no device malfunction. No further information was available.

Manufacturer narrative:
Sample was not returned therefore no analysis of device was performed. Should we obtain additional information pertinent to this event, a follow-up report will be submitted. (B)(4).